Event description:
It was reported that the patient couldn't recharge the implantable neurostimulator (ins) "through the skin." It was further noted the health care professional was not able to interrogate the stimulator with the clinician programmer. It was noted telemetry was "still impossible" with the ins explanted. It was further noted the health care professional replaced the ins. Additional information reported that the patient was having "charging issues" and it was possible that the ins was implanted too deep. There was no attempt made to determine if the ins or the recharger was the issue. No x-ray was performed. It was noted that "the ins could have been flipped." It was further noted that "both sides of the ins were tested with no result." It was noted that a physician mode recharge (pmr) was not performed. It was noted that the patient was "doing okay" and she was implanted with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed that the device was at reduced capacity due to overdischarge. The ins was received in an overdischarged condition. Telemetry was restored after performing one full physician mode recharge. The ins functioned properly after telemetry was restored. According to the trace report taken from the ins, it was last recharged on (B)(6) 2012. The ins was last adjusted with the patient programmer on (B)(6) 2012. The battery depleted to the "sleep" mode on (B)(6) 2012. It was not recharged again until it was analyzed in the returned product analysis lab. The last five recharges done while the ins was implanted indicate that the coupling was inconsistent when the ins was being recharged. Two recharges showed only two bars of coupling 5-7 minutes into the recharge session, two recharges showed 8 bars of coupling 5-7 minutes into the recharge session, and one recharge showed 6 bars of coupling 5-7 minutes into the recharge session.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.